Manufacturer narrative:
Mfg site eval: samples received: 31 unopened and 4 open racepacks. There are previous complaints of this code batch. There are no units in OEM stock. Received 31 closed samples and 4 open and used samples (three of them with the needle detached from the thread and the other one the thread shows splitting near the needle attachment area). Tested the needle attachment of th eclosed samples received and the results do not fulfill the requirements of the OEM. Review the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/ preventive actions: there is a corrective action in place at the OEM.

Event description:
Country of complaint: (B)(6). The surgeon, who regularly uses this product in the proctology operation, has complaint for needle abruption from the suture in the soft tissue! After that the nurse took 4 samples consecutive from this box and examined before using - and was the same: needle abruption from the suture.